Event description:
During ivtm therapy, the thermogard console (sn unknown) generated an "air trap" alarm. The user observed the saline bag empty. The saline bag was replaced and the alarm was cleared on the console, to continue the treatment. However, in a short time, the saline bag was noted emptying quickly again. The console was inspected and the saline fluid was observed leaking from the start-up kit (suk) (lot# 166802) air trap. The catheter showed no signs of a leak. The console was replaced and the therapy was completed. No further information was provided if a new suk was used to continue and complete the therapy or an alternative temperature therapy was utilized. No consequences or impact to patient.

Manufacturer narrative:
The thermogard console (sn unknown) involved in the reported complaint will not be returned for evaluation because the hospital's biomed checked the console and the air trap assembly was dry. The thermogard console passed the functional test without any error and worked as intended. The biomed cleaned the drip pan on the thermogard console. Following this, the console ran for several hours without any issues. Therefore, service was not required to be performed by zoll. The thermogard console was determined to be functional and was placed back for clinical use. Serial number of the thermogard console is unknown.